Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that their one touch ultra2 meter had a power issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue occurred at 8pm on (B)(6) 2015. The patient manages their diabetes with a combination of unspecified medications and it is not known if they made any changes to their normal diabetes management regimen as a result of the alleged product issue. It is not known whether or not the patient developed any symptoms as a result of the alleged product issue but the patient required to be treated by a visiting nurse. The nurse administered the patient with insulin at 8:30pm on (B)(6) 2015. It is not known whether the patient had their blood glucose measured on another meter at this time or not. At the time of troubleshooting the cca noted that the batteries did need to be changed, and once they were changed the meter powered on. There was no misuse of the product, and the issue was resolved with training. This complaint is being reported because the patient was unable to obtain a blood glucose reading on the subject meter. This led to them requiring insulin to be administered by a healthcare professional in order to prevent serious injury after the alleged product issue began.